Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient sample on a cobas e 411 analyzer. The initial result was 1.11 coi, interpreted as reactive. The sample was repeated twice and the results were 0.379 coi and 0.352 coi, interpreted as non-reactive.

Manufacturer narrative:
The reagent lot number is 83497600 and the expiration date is 31-aug-2026. The calibration and qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. The field service engineer (fse) replaced valve piping, checked and adjusted the sipper, performed a pressure test, and inspected the cells. The fse confirmed the analyzer was operating within specification. The service maintenance actions performed by the fse resolved the issue.